Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked from the y-site in the tubing during patient infusion. The device contained iron sucrose. The tubing was changed, and the remainder of the infusion was infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.